Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® safety-lok¿ blood collection set, one device's safety mechanism failed to engage and resulted in a dirty needlestick. The following information was provided by the initial reporter:"after obtaining a blood sample from a pt, when the safety mechanism failed to engage properly resulting in trying to discard the sharp into the sharps container on the wall in the room. Was it a clean needle or a used needle: used where was the injury: right hand, 2nd digit was the proper technique used: proper technique for obtaining blood specimens used but unable to activate the safety mechanism. Was medical intervention required or necessary: lab work obtained for myself and from pt per needle stick policy" there was no other health impact or consequences reported.